Event description:
The customer reported that the sys's cine disk is unavailable at boot up. They waited 10 seconds and the sys displayed a reboot error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep reseated all of the cine connections and printed circuit boards, erased the nodes, reloaded the calibration files and rebooted the sys. The sys was tested and found to be working as intended and put back in svc.